Manufacturer narrative:
Information provided by a representative of the manufacturer's technical service team stating that instruction was provided over the phone to the biomedical engineer to check and ensure proper placement of the power fuses in the console which resolved the issue. No further issue reported on the console. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During routine check, the thermogard console (sn tgxp11789) was unable to power on. No patient involvement.